Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that a no disposable, pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. One picture was attached and reviewed. The picture shows the pump with no disposable pump won't run alarm. Complaint was confirmed. No root cause was determined due to no product being returned for analysis; however, a corrective and preventative action has been opened to address the reported issue.